Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the device was bench handled and tested for an hour using the customer accessories while reading spo2, nibp and ECG and passed with no issues found. The reported complaint was unable to be duplicated. The device logs were reviewed and show that the customer successfully monitored for about 54 minutes before they get a low battery warning and shutdown warning. The last power off event from the log shows that the battery was removed. No battery was returned for evaluation but a low battery warning with a concurrent shutdown warning and no prior low battery indications are indicative of a possibly faulty battery. It is recommended that the customer reviews their battery management practices and always carries a spare battery as recommended in the operators guide. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.